Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported she was hospitalized with high blood glucose over 800 mg/dl. The customer stated that leading up to her visit to the emergency room, there was a crack on the insulin pump and her head was hurting. The customer was treated with insulin, her blood glucose stabilized, and she was released. Customer declined troubleshooting and the insulin pump will not be returned for analysis at this time.